Event description:
Patient was revised due to infection. An antibiotic spacer was implanted.

Manufacturer narrative:
Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each manufacturing lot is released, the "certificate of processing" from supplier is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.